Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed field service representative reported that the user facility's automated impella controller (aic) for cardiovascular operation room (cvor) in-service, got an alarm ¿controller error: switch to back-up controller¿, when connecting the white plug. The white plug was removed and reconnected in an attempt to troubleshoot the issue, but an optical sensor system error alarm appeared. The aic was swapped out with no further issues.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-03200 in accordance with updated procedures. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-03200. E2 was erroneously selected on the initial manufacturer device report number 1220648-2023-03200. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03200. G1 reporting contact email revised on manufacturer device report 1220648-2023-03200 in accordance with updated procedures.